Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The lawyer reported that the patient fell in his house on (B)(6) 2016 for a shift in the hip prosthesis. Immediately after the injury was detected, a manufacturing defect of the prosthesis and the patient has undergone surgery for the removal of the damaged one that has been replaced. Update 10.14.2016: lawyer sent the ref. And lots of the products implanted due a coxarthrosis on 05.16.2005 and the photos of the same products explanted on (B)(6) 2016.

Manufacturer narrative:
An event regarding disassociation involving a metal femoral head was reported. The event was confirmed based on review of the explanted device images. Method & results: -device evaluation and results: the device was not returned. Images of the explanted head were provided however nothing could be learned due to the poor quality of the images. Damage was noted to accolade stem trunnion, damage consistent with stem-head disassociation. -medical records received and evaluation: no medical information was received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the taper lock between the head and the stem was lost. The subject device has been identified to be within scope of ra2016-028. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The reported event is considered to be within scope of the recall. No further investigation is required.

Event description:
The lawyer reported that the patient fell in his house on the (B)(6) 2016 for a shift in the hip prosthesis. Immediately after the injury was detected a manufacturing defect of the prosthesis and the patient has undergone surgery for the removal of the damaged one that has been replaced. Update 10.14.2016: lawyer sent the ref. And lots of the products implanted due a coxarthrosis on (B)(6) 2005 and the photos of the same products explanted on (B)(6) 2016